Manufacturer narrative:
The event occurred in (B)(6). Device will not be returned.

Event description:
Customer reportedly received results of 268 mg/dl, approximately 200 mg/dl, and 99 mg/dl within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device; however, the product has been discarded and is not available to return.